Event description:
The customer reported the left monitor was blanking out. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reseated connectors and cables. System operates as intended. This MDR is related to ge healthcare complaint.